Event description:
Boston scientific crm received information that this right atrial lead exhibited noise and impedance measurements greater than 3000 ohms. It was determined the lead was fractured. The device was programmed to vvi mode. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that this lead was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.